Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. Event date: unknown. This report is for six unknown locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had left distal radius resulting in a non-union and removal of the hardware scheduled revision on (B)(6) 2016. The reporter states it was determined a non-union and delayed healing; there was no report of pain. Original surgery implant was (B)(6) 2015. The surgeon used other synthes devices for the replacement: fracture reduce stainless steel 4.0mm screw and fixated with two (2) washers, 36mm and 38mm thread for extra support. There was no surgical delay. The patient status/outcome is good. There was no broken, damaged, or fragmented devices. The procedure was completed successfully. This report is for six unknown locking screws. This is report 2 of 3 for (B)(4).